Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the device spitted the clips (did not fall into the pt). There was no pt consequence.